Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage failed to open in the proximal and middle section. The patient was undergoing treatment for multiple unruptured, saccular aneurysms located in the internal carotid artery. The patient's vessel tortuosity was moderate. It was reported that healthcare professional (hcp) planned to use a jailing technique (after coiling 1-2 loops first, deploying pipeline, and coiling), but when trying to deploy the pipeline it did not open. It was only crushing, like a twisting shape. They tried unsheathing with the catheter until the end part of the resheathing marker of the pipeline several times, but it did not open. The pipeline was recaptured and removed from the patient. The middle part of the pipeline had been positioned in a bend, and more than 50% had been deployed when the device failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the pipeline. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien 072 guide catheter, phenom 27 microcatheter, phenom 17 microcatheter, and axium prime coil.